Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate insulin pump for therapy.